Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system ((B)(6)) displayed tcmid:06 (ce post failure) error message" was confirmed based on the event log review, but not confirmed during the functional testing. No device malfunction was observed during the testing and the thermogard xp ivtm system performed as intended. The possible cause for the reported complaint could be due to loose or bad wire harness contact in the pic16 and cooling engine (ce), which could have caused the ivtm system to display intermittent tcmid:06 error. The thermogard xp ivtm system was manufacture in may 2017. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system passed the functional testing without any error. The customer reported tcmid:06 error message was not reproduced during the self-test and long test. The event log review showed occurrence of multiple tcmid:06 error messages on the reported event date. As a precautionary measure, the wire harness to pic16 and cooling engine was replaced. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During patient use, after an unknown period of time, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:06 (ce post failure) error message 3 times. Each time, the customer tried to clear the error message by re-booting the system, however the error persisted. Unknown if the error occurred during warming, cooling or maintenance phase of the ivtm therapy. The patient treatment was continued using another ivtm system without any delay or interruption. No consequences or impact to the patient.